Event description:
It was reported that the external pulse generator had a broken case. The generator was returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a broken case, both the upper and lower cases were broken. Analysis also found that the battery release was contaminated (it was sticky), the side bail covers, ring cover and battery drawer were broken, the battery contacts were compressed and the side bail and ring were missing. (B)(4).